Manufacturer narrative:
The insulin pump passed the displacement test and there was no unexpected low reservoir alarm. The device had intermittent button response due to corroded keypad traces. The device had a cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 251 mg/dl. Customer stated that they replaced their battery 2 times and saw that the reservoir is low. However, they were unable to clear out the low reservoir alarm because of keypad anomaly. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.